Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed the reported unintended movement (clip opening during efaa) is related to normal function of the device and due to settling of the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. An xtw clip was inserted and while establishing final arm angle (efaa), the clip opened roughly 10-20 degrees. The physician continued with deployment and the clip was deployed without further issues. A second clip was inserted and deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.